Event description:
It was reported that sometime post catheter placement the device allegedly had line rupture. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman d/l catheter was returned for evaluation as well as photo was also provided and reviewed. Functional, gross visual and microscopic visual were performed. No caps were noted on either luer and both clamps were disengaged. A complete circumferential break was noted 14.7cm from the distal end of the y-body. Striations were noted at the edge of the circumferential break - the catheter appeared cut. The photo shows one of the extension leg of the catheter a white luer extension with a split noted. Based on the photo review the reported fracture can be confirmed. The investigation is confirmed for the reported catheter rupture issue, as a split was noted approximately 2mm from the distal end of the white luer. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample has been returned as well as a photo was provide for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post catheter placement the device allegedly had line rupture. There was no reported patient injury.